Event description:
The user facility reported that a hospital employee ran a diagnostic cycle instead of a sterile cycle to process a cystoscope in a system 1 processor. Steris 20 sterilant concentrate is not used in the diagnostic cycle. After the scope was processed without sterilant in the diagnostic cycle, it was used in a patient procedure. When the hospital reported the event to steris, the hospital acknowledged that the system 1 operating instructions were not followed. The facility inquired whether a scope processed in this manner would be sterile and was informed by steris that devices cannot be guaranteed as sterile unless processed in accordance with steris's instructions for processing and use. No injury was reported.

Manufacturer narrative:
The purpose of the system 1 diagnostic cycle is to verify the proper functioning of the processor. This cycle is initiated differently than a sterile processing cycle and does not include use of steris 20 sterilant concentrate. A steris service technician inspected the unit and verified that the system 1 processor was operating properly. Following a test sterile cycle, all biological indicators and chemical indicators evidenced passing results. The user facility's system 1 processor is not under steris service contract; it is serviced and maintained by the facility's biomedical department. The unit has remained in use since the event and no additional issues have been reported. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Refresher in-service training for the hospital regarding proper use and operation of system 1 was offered, however the hospital declined.